Event description:
A hospital reported that a repaired tracheo-oesophageal fistula neonate developed respiratory distress whilst cared for in nnu. The baby had humidified oxygen delivered at 5 l/min via bc2755 intermediate infant oxygen therapy nasal cannula. This was effectively giving the baby uncontrolled CPAP. Because the product is labelled maximum input flow of 8 l/min, the nursing staff thought 5 l/min was alright. The baby was immediately changed to head box oxygen and continued to struggle, so intubation and ventilation were required. The nasal cannula did not cause the leak but did exacerbate it's clinical effect. The nasal CPAP is contraindicated to tracheo-oesophageal fistula condition.

Manufacturer narrative:
Our records indicate that this is the only complaint of this nature received for the given lot number. An investigation will be conducted once we receive the complaint device. A follow up report will be provided.